Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(4) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage check was performed and passed (0.45 vdc). Pairing with nordic bluetooth device was performed and passed. A review of the bin file was performed and loss of connection was found for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause was determined to be patient allegation confirmed but could not be reproduced with returned product. The reported event of signal loss over 1 hour is reportable based on loss of connection greater than 3 hours on issue date. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).